Event description:
It was reported that intermittent atrial noise with oversensing was discovered during a therapy upgrade procedure, and this right atrial (ra) lead was surgically abandoned and replaced. X-rays taken were unable to conclusively determine the cause of the observed noise. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.